Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this pressure monitoring set had zeroing difficulties. Once the zero could be completed, the arterial pressure values provided were not correct (manufacturer reference (B)(4). Then, the device was replaced; however, same issue occurred with the second unit (manufacturer reference (B)(4). Finally, issue was solved using a third device. No error message nor abnormal waveform were observed. There were no further details available. There was no allegation of patient injury. Patient demographics unable to be obtained.